Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
The subject device was used during an uncertain procedure of esophagus. The sound of device activation gradually lessened and finally it was impossible to hear the sound. The procedure was completed with another usg-400. There was no patient harm reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc performed the following evaluations. Device manufacturer date was identified and filled in the section . The manufacturing record was reviewed with no irregularities. Omsc tried to reproduce the reported event, but it wasn't reproduced. There was a scratched on the surface of the front panel of the device, and it might be caused to contact with hard object. Omsc considered the design of the device and the event, and omsc concluded that the scratch wasn't the cause of the reported event. Omsc couldn't reproduce the event and the exact cause of the reported event could not be conclusively determined. The instruction manual of the subject device already states; never use the ultrasonic generator on a patient when any irregularity is observed with the equipment. Otherwise, the system may not work properly and serious injury to the patient, surgical staff and/or surgeon may result.